Event description:
Caller alleged discrepant results on three pts compared with the lab. Results as follows: date: (B)(6) 2011; patient: #1; lab: 2.84; inratio: 1.2. Date: (B)(6) 2011; patient: #2; lab: 1.89; inratio: 1.3. Date: (B)(6) 2011; patient: #3; lab: 2.74; inratio: 1.4. Caller stated that they are milking the finger for all three pts to get the sample.

Manufacturer narrative:
Pending investigation.